Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a critical pump and pump error alarm. The blood glucose level was 8.0 mmol/l. Customer stated that critical pump error image was display on the screen. The product will not return for the analysis.